Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had cracked retainer ring. The customer stated that the reservoir does not lock in place. Customer stated that clear plastic ring at the top of the reservoir compartment was broken off. Customer alleged that the insulin pump was not delivering the correct amount of insulin because he had been experiencing high blood glucose readings. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.